Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the lead was used as a temporary percutaneous pacing lead attached to external box. The lead was served its purpose without any allegation. The lead will not be returned.

Manufacturer narrative:
This supplemental report was created to capture additional information. There is no allegation with the lead or patient complications. This does not meet reportable criteria.